Event description:
It was reported that during an unknown procedure, the clips were malformed. They were not formed properly. This occurred with two devices. It is unknown how the procedure was completed. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.